Event description:
It was reported that during a stenting procedure, the stent slid off the balloon. The severely stenotic lesion was located in the celiac artery. The lesion was not pre-dilated. While attempting to advance the express biliary ld premounted stent system, the stent slid off of the balloon. The stent delivery system was successfully removed. A balloon of unknown size was used to pre-dilate the lesion and the procedure was completed with another of the same device. No patient injuries or complications were reported. Patient status is listed as "ok". Additional information regarding this event has been requested.

Manufacturer narrative:
.